Event description:
Consumer reported complaint for error message (e-3). Son is calling on behalf of the customer. Customer was using the incorrect test strips (different brand meter) when the e-3 error message was obtained. Customer reported past adverse event that had occurred on (B)(6) 2022. Customer had obtained a blood glucose test result of 58mg/dl using true metrix meter and test strips mw3368s. Paramedics had been called and when they tested customer's blood glucose the result had been 59mg/dl. The diagnosis was hypoglycemia. Paramedics did provide treatment to bring the customer's blood sugar up, but customer did not advise what kind of treatment. Customer was not taken to the hospital. The customer was not concerned with the result obtained of 58mg/dl. The test strips are expired: manufacturer¿s expiration date is 12/18/2020. The product storage and open vial date were not disclosed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.